Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they started getting electrical shocks from the transmitter to their spine down through their left leg on saturday night. Patient stated they were on 2 when they did the surgery and 2 was too high for them. Patient said they decreased the stimulation to a comfortable level and the sensation was not shocking them but when they would lay down flat it was like the transmitter was sending electrical current and it was uncomfortable. Patient mentioned that now they felt a strong sensation in the upper side of their leg and it was not unbearable. Patient mentioned, they spoke with healthcare provider (hcp) and they were redirected to manufacturer representative (rep). Agent reviewed therapy expectations and correct stimulation with the patient. Patient will continue checking the therapy. Guided patient to discuss with hcp medical concerns. Patient mentioned they had a bladder infection that has made their bladder much more sensitive. Patient has a follow up appointment with hcp next monday.